Event description:
It was reported that the patient with an implantable pacemaker experienced device movement, arm numbness, and pain radiating from the implant site to the fingers and neck. The patient also reported jerking of the arm and chest that progressively worsened, and the device was subsequently replaced. The patient stated she continues to experience pain, a lump near the underarm, arm numbness, and neck pain. No additional adverse patient effects were reported. No further information was provided.